Event description:
It was reported that the procedure was not completed. A ce rotablator was selected for use. During preparation, the console connection was made to perform the rota case, but due to a leakage in the hose pipe on the connection at the console, the device was removed, and the case was postponed. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).